Event description:
It was reported that noise was on the lead. The patient was asymptomatic during the episodes. The device did charge but never delivered a therapy. The capture threshold, sensing amplitude, and lead impedances were normal. The patient will be scheduled for a fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.